Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was over 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised their last infusion set had blood on the cannula and the other set had a loop in the cannula. Troubleshooting for no delivery was performed. Customer advised they continually bolus and change out their set. Customer advised they receive no delivery alarm and insulin is not being delivered although they change out their set. Customer was advised to change out their entire infusion set and reservoir. Customer was advised that replacement reservoirs and infusion sets will be sent out and agreed to return the products for analysis.